Manufacturer narrative:
Analysis found the unit with blank display due to moisture damage to the electronic assembly. Analysis was unable to verify the compromised force sensor system alarm. (B)(4).

Event description:
The customer reported via phone call that the insulin pump received a compromised force sensor system alarm. Her blood glucose was 139 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.